Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. The customer attempted to load a cartridge onto the pump despite the piston being in the "up" position while customer was still connected to the site. There was no adverse impact to the customer's blood glucose level. Tandem technical support (tts) educated the customer to always disconnect at the site before removing or loading a cartridge onto the pump. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.